Event description:
It was reported that the pt had an infection at the pump location. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates baclofen. Additional info has been requested, a follow-up report will be sent if additional info becomes available.